Manufacturer narrative:
The customer contacted a siemens customer care center. Service method tests (smts) were run on the instrument and the sample 3 align test recovered unacceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and ran smts; the sample (s3) probe failed undermix testing. The cse replaced the s3 mixer, aligned the probe, performed bottom of cuvette correction (bbocc) and ran smts and quality controls (qcs). The smts and qcs recovered acceptably. The cause of the discordant, falsely depressed carbon dioxide (co2) results was due s3 mixer malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on six patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument or on an alternate dimension vista instrument, resulting higher. The repeat results obtained on the initial instrument and the alternate instrument were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.